Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented for a follow-up in clinic on (B)(6) 2021. Upon interrogation of the implantable cardioverter defibrillator (ICD), the device exhibited stored episodes of post paced t wave oversensing. Programming changes were made to the ICD. There were no adverse consequences to the patient.